Event description:
It was a malfunctioning catheter. When the physician connected the catheter to the cable, there was no image displayed on the monitor. The catheter was removed and a second catheter inserted. The second catheter worked fine with a clear image on the monitor. The procedure was completed successfully. There was no injury to the patient.